Manufacturer narrative:
(B)(6).

Event description:
It was reported that the accuracy of the cadd® cadd® medication cassette reservoir and pump combination is more than +6%. The 100 ml cassettes were filled with solution of injection water and veletri medication. Cassettes are empty at the end of therapy. There was no patient injury associated with this occurrence. No medical intervention was required.